Event description:
A report was received that the patient had the ipg relocated. Three lead extensions were explanted and two lead extensions were implanted. No additional information was provided.

Manufacturer narrative:
Additional information was received that the patient had the ipg relocated due to patient experiencing discomfort at the ipg site. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient had the ipg relocated. Three lead extensions were explanted and two lead extensions were implanted. No additional information was provided.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35, serial #s: (B)(4), description: scs phase iii, 35cm lead extension; model #: sc-3138-25, serial #: (B)(4), description: scs phase iii, 25cm lead extension. The explanted lead extensions were not returned to bsn as they were discarded by the medical facility.